Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). There was no compromised force sensor system alarm noted. They were unable to perform the occlusion test and excessive no delivery test due to the prime/fill anomaly. The pump had missing segments due to cracked zebra connector on lcd board. The pump had scratched display window, scratched case, cracked reservoir tube lip and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 334 mg/dl at the time of incident. The customer's mother stated that she was trying to rewind when she received the alarm and she would treat with a shot. She was unable to check the pump history because of the alarm. She stated that the customer had been experiencing high and low blood glucose levels but declined to troubleshoot. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.